Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy the surgeon used many clips. With the large clips mcl20 he experiences that sometimes a clip becomes a bit "crocked" when applied and if that happens that the next clip will then come in tilted in the jaws and can not be used. If he discharges the "tilting clip" the applier is usable again. The surgeon feels this also spoils the momentum when he needs to check if the applier works. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2022. D4: batch # t94w2f. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcl20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 4 clips as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted.